Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer's blood glucose at time of incident was 40s mg/dl and 432 mg/dl and current blood glucose was 191 mg/dl. The customer has been experiencing low blood glucose for 2 weeks. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery and under delivery. Customer was unable to upload to care link at this time. Customer treated high blood glucose with the bolus through the pump. Performed displacement test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and call back for assistance if high blood pressure persist. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Drive support disk was inspected and no anomaly was noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address number label.